Event description:
Loud pop was heard by a ventilator alarm. Ventilator continued to alarm "low input gas". Inspected gas hookups immediately and found no disconnection. Ventilator alarm would not respond to reset button. Immediately took pt off ventilator, manually ventilated pt with 100% o2 and notified respiratory to deliver another ventilator. Replacement ventilator set up and pt's spo2, respiratory rate and blood pressure stable.